Event description:
A report was received that the patient had new pain due to clik achors being too superficial. The patient underwent a revision procedure wherein new leads were implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.